Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen (B)(4) internal report # (B)(4). Visual inspection received: 1 alligator clip, 2 catheter connectors, a filter was attached to one catheter connector with the lid open. The other sample was attached to a filter with injection components attached. The connector lid was closed and the alligator clip was wrapped in medical tape. Alligator clip visual inspection: no abnormalities found. Catheter connector visual inspection: no abnormalities found. Others: alligator clip connection check: the received alligator clip was attached to an unused connector. The clip was able to attach without any signs of looseness or detaching easily. The clip was left attached to the connector for 24 hours. After 24 hours there was no abnormality found with the clip. Device history record: batch no. Not provided. Although the reported issue could not be reproduced, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): event 1. Connector opened. The connector opened after its green cap came off, and caused catheter withdrawal although the cap was hold with tape.